Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) evaluated the unit and found that when the helium tank was opened, there was a sound of helium leaking into the machine. Checked the joints and pipes of the helium gas and found that the o-ring was torn. The fse replaced the o-ring and after changing the o-ring and testing the machine, no helium gas leak was found. All functional and safety test performed.

Event description:
It was reported that during routine checks, the cardiosave intra-aortic balloon pump (iabp) units helium gas runs out quickly. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.